Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported being unable to twist and lock the ilet connector into the pump during a supply change. The agent instructed the user to replace the connector with a new one, which successfully fit and allowed the supply change to be completed. No insulin delivery interruptions, blood glucose effects, or symptoms were reported. The device and user resumed normal operation with no further assistance required.